Manufacturer narrative:
(B)(4). Evaluation (B)(4) - other no testing was performed as part of this investigation as sufficient information was available to investigate the complaint. We reviewed the information the customer provided to our customer service organisation in (B)(6) and have completed an investigation to determine the nature of the issue the customer observed with our product. During our investigation, the control and panel values obtained during final product release testing were reviewed for axsym troponin-I adv reagent lot 71262jn00. The review demonstrated that all control and panel values were within specification. Furthermore, axsym troponin-I adv reagent lots manufactured since (B)(4) 2006 were analysed using statistical process control (spc). Spc employs statistical techniques to measure and analyse the variation in a process. It is used to measure the consistency of processes used to manufacture a product and detects any unusual variation in a process. Spc was employed to track the control and panel concentrations of all axsym troponin-I adv reagent lots manufactured to date and the performance of axsym troponin-I adv list number 8k19-20, reagent lot 71262jn00 was compared to other lots of troponin-I adv (list number 8k19-20) reagents manufactured in (B)(4). The spc review for axsym troponin-I adv indicated that reagent lot was 71262jn00 performing on target, within statistical control and all control and panel values were within the upper and lower specification limits. Abbott currently participate in an external quality assessment (B)(4) and results to date, indicate that the axsym troponin-I adv assay is performing acceptably and in line with all other methods. From a review of customer complaints received to date, no related issues were identified for axsym troponin-I adv lot 71262jn00. Furthermore, axsym troponin-I adv reagent lot 71262j00 is currently in use as reference material for in-process testing of axsym troponin-I adv products and to date has not displayed any performance related issues. From a review of the information available it was determined that there is no product deficiency with the axsym troponin-I adv reagent kit in question. The information available indicates that the issue may be isolated to a specific sample. We were unable to confirm the customers observation and conclude that the axsym troponin-I adv reagent lot in question is meeting its safety, effectiveness and label claims. This is the final report.

Event description:
The account stated that the axsym troponin-I adv reagent has generated discrepant results on one patient sample. The initial result was positive (0.06 ng/ml). The sample was retested and the result was negative (0.00 ng/ml). There was no impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product, list number 8k19 that has a similar product distributed in the us, list number 2j44. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.